Event description:
It was reported via email that the customer passed away and never used the insulin pump.

Manufacturer narrative:
Additional information was received after the initial report was completed. The new information has been provided with this report.

Event description:
It was reported the customer passed away. The details of the customer's death was not provided at the time of the call. The insulin pump will not be returned for analysis at the time of the call. Pending further information from family members to complete the death notification

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.